Manufacturer narrative:
The glidescope spectrum smart cable was replaced for the customer. The smart cable was returned to verathon for evaluation. The technical service representative could not duplicate the reported intermittent image during testing. Since the customer received a replacement smart cable the returned smart cable was scrapped. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittent, the image would go out when the smart cable was flexed. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.